Event description:
It was reported that water had entered into the air gas module. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The air gas module was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. Based on the reviewed documentation, analyzes of the case and troubleshooting conducted by the technician, it has been concluded that the occurrence of water inside the air gas module was related to malfunctioning connected compressor mini. Water inside the air gas module has been confirmed by investigation on site. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Moisture in an air gas module as previous investigation (please refer to ot 205994 for more detailed information) has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the user's manual for servo-u, maximum levels of water, (h2o < 7 g/m3) in the supplied air gas to the ventilator must not be exceeded. The hospital is responsible for using medical grade gases for use in the servo ventilator.